Event description:
It was reported that the patient felt stimulation, despite the generator being programmed off. The generator was performing according to functional specifications per the results of the diagnostic tests. The patient additionally experienced voice alteration, which resolved when the magnet was over the generator to inhibit stimulation. The representative saw the patient who indicated that they could still feel stimulation despite the device being programmed off. The representative "pretended" to increase the patient's settings in order to assess the patient's reaction, and the patient indicated that they could feel the settings increase despite the generator settings not being increased. Per the internal data of the generator, the generator was operating according to functional specifications as the diagnostics were as expected and the output current delivered was as programmed. An implant card was received that indicated the patient's generator was replaced due to "possible malfunction" likely referring to their discomfort, voice alteration and altered perception of stimulation. The explanting facility does not historically return explanted products; therefore, return of the generator is not expected to date. Multiple attempts were made to obtain the physician's assessment of the reported adverse events and the generator replacement; however, no further relevant information has been received to date.